Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges mesh migration, nerve damage and chronic pain. No manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures and inspection procedures. There were no manufacturing abnormalities that may have contributed to this complaint. Adverse reactions provided in the IFU indicate possible complications as seroma, adhesions, hematoma, inflammation, extrusion, fistula formation and recurrence of the hernia or soft tissue defect; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the attorney that on (B)(6) 2013, the patient underwent surgery for implant of a bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the failure of perfix plug resulted in migration of the mesh, nerve damage and chronic pain. It is also alleged that the device was defective.